Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin would not exit the tubing during the fill tubing step. Reportedly, this occurred with multiple supplies. Customer's blood glucose was 248 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.